Event description:
Additional information was requested and received stating lens carefully inserted into introducer taking care not to touch optic. The wound noted to be slightly tight so rather than forcing nozzle into eye, wound slightly enlarged then nozzle inserted with ease. After iol opened in bag, a small split was noted in the center of the lens. The decision made to do lens exchange. Second spare company lens used and injected with ease beneath initial iol into bag and secured. Split lens was then cut with scissor and removed in two halves carefully from the eye. There was no harm to patient, post operation vision 6/6 at 3 weeks with 0.25 refraction (aim was plano). Patient delighted and due for second eye lens operation.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified cartridge and an unspecified handpiece. The file also indicated the use of a non-qualified viscoelastic. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). The viscoelastic indicated is not qualified for the lens/monarch combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that there was lens split noted. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).